Event description:
It was reported that a flogard infusion pump had an f-38 alarm. It was not specified when in the process this occurred. There was no report of patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). Additional information: the device was serviced on site. According to the alarm history review, there was evidence the f38 alarm recorded. A visual inspection was performed and force sensing resistors (fsr) were found damaged. During a power on test, the device presented the f38 alarm. The fsr were replaced to correct the reported condition. The device passed all subsequent testing. Should additional relevant information become available, a supplemental report will be submitted.